Event description:
At placement, a hole was found in the catheter by the doctor. It was removed and replaced.

Manufacturer narrative:
In evaluation of the catheter returned, it appears that the catheter has been in use for longer than in placement. The arterial lumen is significantly occluded with blood residue, noted as well on receipt of product. There is also a significant amount of tape residue on the extension hubs, and the printed priming volumes on the extensions have been almost completely wiped away. The cuff also exhibits wear, as there is notable old blood residue within the cuff. These factors attest to a longer placement in situ. In testing, there were no leaks found in either the venous or arterial extension. The device history review offer no indication of a related cause for this incident and no other complaints of similar nature. This complaint is inconclusive due to the condition of the sample. Since the catheter lumen is occluded with blood residue, the sample cannot be adequately tested for leaks.